Event description:
The customer reported that half of the left monitor was black and there was an intermittent loss of the live image. There is not report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. The system operates as intended.